Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was in backup vvi mode. It was noted that the cause was due to patient¿s home transmitter not connecting with the patient¿s device. The device was reprogrammed to previous programmed settings, and the device was restored to normal operation.